Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that after attempted implant of this annuloplasty band, there was an unspecified difficulty with the attempted valve repair. The device was replaced with a bioprosthetic valve during the same procedure. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated that the patient had a history of severe mitral regurgitation and a mitral prolapse. The physician attempted to replace the device was the annuloplasty band, but the repair failed. The physician removed the device and implanted a bioprosthetic valve during the procedure.

Manufacturer narrative:
Conclusion: surgeons often attempt to repair mitral valves in lieu of replacing them due to improved long term clinical outcomes. There are occurrences when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates inadequate results. This is often due to suboptimal anatomy, surgical technique, or inappropriate sizing, and not a malfunction of the device (1). The native valve was not repairable as it was subsequently explanted and replaced with a bioprosthetic valve. (1) mick et al, ann cardiothorac surg 2015; 4(3):230-237. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.